Event description:
A discordant result was obtained for calcium and co2 for one patient sample on an advia 1800 system. The sample was re-tested on the same analyzer and normal results were obtained. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium and co2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument data, the fse determined that the cause of the discordant calcium and co2 results was a leak in the sampling pump seals. The fse replaced the sampling pump seals and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.